Manufacturer narrative:
An evaluation of the trestle luxe plate is not possible. Although the implant was missing its locking mechanism, the surgeon elected not to remove it from the patient. It remains positioned at the c5-c7. The trestle luxe anterior cervical plating system is a temporary device used to stabilize the cervical spine during bone fusion development. It is intended for use in the anterior cervical spine (c2-c7). A primary feature of the trestle plating system is the proprietary zero step self-locking mechanism. While advancing the screw, the blocking slide will move medially. When the screw is fully inserted and the screwdriver removed, the blocking slide will return to the center position.

Event description:
An international customer ((B)(6)) reported that the plates locking mechanism sliding piece detached while the surgeon was inserted the second screw on that level (first screw was already inserted and locked). The sliding piece was retrieved but the spring underneath the sliding piece was most likely aspirated by sucking device. Despite the recommendation by the representative, the surgeon did not replace the 2-level cervical plate. It remains anchored within the patients c5-c7 vertebral bodies.